Manufacturer narrative:
Concomitant medical products: metasul, alpha insert, gg/28, ref# (B)(4), lot # unknown. Allofit alloclassic shl 48/gg, ref# (B)(4), lot# unknown. Avenir müller, stem, lateral, uncemented, ha, 2, taper 12/14, ref# (B)(4), lot# unknown. The following reports are associated with this event: 0009613350-2018-00318. The manufacturer did not receive the devices for review as they are still implanted. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 1, 2018 to the responsible person who initiated this complaint: lot number of the implants. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient¿s relevant history. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent a tha and experienced a prosthetic dislocation after approx. 5 years in vivo. Patient underwent prescribed physiotherapy. The devices were not explanted.

Manufacturer narrative:
No trend considering the following event is identified: dislocation. As no lot numbers were provided for the devices, the device history records could not be reviewed. The information was requested at complainant, however it is currently not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): event summary: it is reported that a patient who is participating in a clinical study experienced dislocation of head and liner around 5 years post implantation. It was also reported that this patient had the dislocation because he was falling. A closed reduction under general anaesthesia was performed and patient underwent for physiotherapy afterwards. However, the patient stayed in the study and completed his follow-up visits until the end (i.e. 10 years). His last follow-up visit was in (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis; the devices are still in vivo. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw (for metasul head): failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible - a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metallosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) = possible, the condition of the components is unknown; it is therefore unknown if micromotion and subsequently excessive wear has happened during time in-vivo. Therefore this cause cannot be excluded. Postoperative tissue reaction, metallosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection = possible, the condition of the components is unknown; it is therefore unknown if metal particle release has happened. Therefore this cause cannot be excluded. Dislocation, subluxation, abrasive wear, loosening of components due to tissue impingement prior to proper taper fit = possible, no data/info (e.g. Intraoperative pictures) were received for evaluation of implanting scenario; it is unknown if tissue impingement prior to proper taper fit happened. Therefore this cause cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup) => possible, no x-rays for evaluation of device position were at hand. Therefore this cause cannot be excluded. Dislocation, subluxation, leg length difference, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Therefore this cause can be excluded. Dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery = possible, no data/info (e.g. Intraoperative pictures) were received for investigation; it is unknown if deterioration of articular surface happened during surgery. Therefore this cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metallosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) = possible, no data/info (e.g. Intraoperative pictures) were received for evaluation of implanting scenario; it is unknown if damage on stem taper happened during surgery; and/or if a wet or unclean stem/ and or head adapter was used. Therefore this cause cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity = possible, no data/info (e.g. Surgical report of implantation) which would provide information about patient's soft tissue condition are at hand for case assessment. Therefore this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Therefore this cause can be excluded. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible - a systematic issue with inappropriate information on packaging label or not legible packaging label would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> a systematic issue with laser marking not readable in normal lighting conditions would have been detected as part of the issue evaluation assessment. Conclusion summary: it is reported that a patient who is participant of a clinical study experienced 5 years post-op while he was falling a hip dislocation. Patient was treated with close reduction and physio therapy afterwards. An exact root cause could not be determined with the information at hand. Several factors, beside patient¿s fall, such as e.g. Malposition of components, tissue impingement, soft tissue laxity could contribute to reported dislocation. However, all possible causes related to the issues reported are listed in the appropriate risk management worksheet of the devices. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was additionally reported that the patient had a dislocation because of a fall. The patient had a reduction of this dislocation under general anesthesia.